Event description:
It was reported that on 26 april 2024 when the patient was removing the universal patch to swap out and their skin came off. The patient sought medical attention and was given cortisone cream. The patient did not report any pre exisiting skin sensitibity and prepped their skin at the doctor's office by cleaning and drying.

Manufacturer narrative:
It was reported that the patient experienced damaged skin due to the mcot universal patch. The universal patch was not returned for device evaluation. Engineering evaluation was unable to be performed on the patch as it is single use and was not returned. Allegation is confirmed through images of patient skin irritation or a prescription from a medical professional and is most probable to be a bio-incompatibility issue with the electrode adhesive and/or hydrogel components. Marsi, skin burn, and associated symptoms may inherently occur under the course of ECG monitoring. No single factor or combination of factors can be attributable to electrode skin irritation and associated symptoms. The product labeling advises patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.